Event description:
The customer called spacelabs healthcare to report their xhibit central station unexpectedly shutdown while monitoring patients and could not be powered back on. There was no patient or user harm associated with this event. The device was returned to spacelabs healthcare for evaluation, and the reported issue was verified. After the equipment service center (esc) technician replaced the motherboard an reloaded software proper device operation was observed and the device was returned to the customer for use.